Manufacturer narrative:
(B)(4). It was reported that the patient underwent revision/release of mesh on (B)(6) 2006 due to incomplete bladder emptying. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and boston scientific advantage sling system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure concurrently with laparoscopic bilateral salpingo-oophorectomy, perineorrhaphy, cystoscopy, suprapubic catheter placement on (B)(6) 2006 due to bilateral ovarian cysts, uterine prolapse with cystocele, rectocele, stress urinary incontinence and meshes were implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.